Manufacturer narrative:
Updated fields: d4, d8, d9, g6, h1, h2, h3, h6, h8, h11. The hakim programmable valve (823100) was returned for evaluation. Device history record (DHR) - review of the history device records for the valve, product code 82-3100 with lot 7396729, conformed to specifications when released to stock. Failure analysis - the position of the cam when valve was received was on setting 70 mmh2o. The valve was visually inspected; no defect was noted. The silicone was cut just after the valve casing, and the cam mechanism was gently moved. The valve passed the test programming, occlusion, leak, reflux, and pressure. The cam magnets were controlled: passed. Root cause - the root cause for the programming issue is due to the cam mechanism stuck to the pivot. The root cause for the cam mechanism stuck to the pivot is due to after eto sterilization. The potential root cause for the issue reported by the customer could be due to the miss of control at 100% done during final release that why an awareness was done.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim programmable (823100) was not functioning properly; several attempts were made to program it, but it remained locked. Another programmer was used without success. The issue was detected during implantation, and the event led to 40 minutes surgical delay. No patient injury reported and the procedure was completed with a replacement product available.